Event description:
Admitted for dislocated tibial insert, failed patellar realignment. Upon inspection of knee by surgeon, it was found that the tibial insert had "gouges" on the posterior aspect of the implant. Part removed and replaced. Sales rep was present and took the part saying he was sending it back to the company for studies to see why it would have damage as shown.